Manufacturer narrative:
The customer was unwilling to provide the required intake information, such as the kit's lot number, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert.

Event description:
The customer reported concerns regarding the timing of reading results with the binaxnow covid-19 ag test and requested information about the best time to read the test results. The customer stated a nurse that works in another location was heard saying that sometimes the result looks negative at 15 minutes and at 20-25 minutes is looks positive. The customer was not willing to provide any information about the nurse or facility he heard this from. The customer has not performed or experienced this scenario and was relaying what was heard at another site. Per the product insert: the binaxnow covid-19 ag card is intended for use within the first seven days of symptom onset. A negative test result may occur if the level of antigen in a sample is below the detection limit of the test. Results are for the identification of sars-cov-2 nucleocapsid protein antigen. Antigen is generally detectable in anterior nasal (nares) swabs during the acute phase of infection. Positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Unexplained conflicting results shall be reportable as it is unknown which result is correct.